Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient mentioned they had their settings changed about 3 months ago and the patient expected the implanted neurostimulators battery to deplete quicker than it was, but the patient found it to be the opposite. Patient said they met with manufacturing representative (rep) about 2.5 weeks ago and met with the representative at the healthcare provider's (hcp) office. Patient met with representative and representative's equipment showed the implanted neurostimulator battery was at 75% even though the patient's equipment was at 100%. Caller checked implant battery again with the patients equipment and was showing 75%. Patient said the next week, the patient was out of town and went back to their hotel and checked their external equipment and their equipment displayed 100% on wednesday afternoon, but on thursday, the implant battery was still at 100% (patient said they charged every sunday night). Patient mentioned they were told by their healthcare provider that when they changed their settings, the settings were supposed to take more power and drain more power, but patient's settings were changed to more intense therapy about 3-4 months ago. During the call, patient was able to connect to their settings and confirmed the therapy was turned on and implant battery was at 75%. Patient then said their implant battery had been depleting at a consistent level throughout the week, but now all of a sudden, the battery was not depleting the way it normally did. Patient was concerned that the indications were not giving them the right data. Caller stated that last week when they saw the hcp the implant was displaying at 100%. Agent explained that 75% meant anywhere from 75% to 99% , caller stated that they understood. Agent suggested the patient charge their implant until they heard the tones indicating a full charge and monitor battery depletion. Caller was redirected to healthcare provider if the issue persisted. Additional information received from manufacturing representative (rep). Rep reported that they were notified and of issue from patient and they were unable to identify any issues. Rep interrogated patients implant and the clinician programmer showed the device at 75%. Rep instructed patient to monitor level of charge and report any changes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.